Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of blanching, big bruise and vascular adverse event are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports injecting a patient with juvéderm volift with lidocaine in the corners of the lip. Patient developed small blanching and then big bruise. There was no pain. The healthcare professional was not quite sure if it was a vascular event but treated the patient with hyaluronidase.